Manufacturer narrative:
Date of event was reported as follows: on (B)(6) 2016 legs/foot locking up; (B)(6) 2016 "big rings of electricity" .

Event description:
Information received from the patient reported that they thought their implantable neurostimulator (ins) was having a "heart attack or something". This was because last night, all of a sudden, the stimulation woke them up with "big rings of electricity floating around his foot from his leg to his hip" which was "horrendous". It felt like they were being "electrocuted" and they turned the ins off and the stimulation went away. The patient also reported that in the last 3 months their therapy had been acting "strange". They were sitting in a chair and their foot was bothering them and all of a sudden their leg locked up and then stopped. It was noted that there was nothing the patient did to initiate this. There were no falls or trauma reported that could be related to the issue. The therapy was still off. The patient stated that they therapy had helped them and they needed it for their reflex dystrophy. The patient spoke to their healthcare professional (hcp) and was referred back to the manufacturer. The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type ii.

Event description:
Follow up information received from the patient reported that they had informed their managing physician regarding the ¿big rings of electricity floating around his foot from his leg to his hip" and leg locking up issues. It was noted that the manufacturer¿s representative made the necessary adjustments and the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.